Event description:
The customer reported that the system locked up while fluoring. The machine was rebooted and displayed the error message "power up fault". The system began to work after several reboots. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the system with parts from the power supply kit. The system operates as intended.